Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump passed the displacement, basic occlusion and prime tests. The device was received stuck in the motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Event description:
The customer reported that the insulin pump alarmed motor error more than once in the past thirty days. The blood glucose reading was 109mg/dl. Troubleshooting was performed, and the drive support cap was flush. The device was not exposed to a high magnetic field service. Assisted the caller to run the displacement test and the test passed. No further information was provided.